Event description:
This procedure was performed in another country. The stent slipped off at the attempt to pass the lesion. Stent was deployed proximal to the lesion in the vessel. It was not possible to pass the sheath with the balloon after deflating. Additional info received june 22, 2006 reports, that the physician stated, that the distal struts of the stent flared, when it was coming out of the sheath. Nevertheless, it was possible to place the first struts in the lesion, so they could cover it.